Manufacturer narrative:
Findings: unit received with damaged cow catcher corner. However unit passed functional testing.

Event description:
It was reported that the customer had a sensor error. Customer's blood glucose level was 400 mg/dl. Customer treated with the pump. Customer stated that they were unable to upload to carelink currently. Customer was assisted with the test plug procedure. The minilink may not be working since the radio frequency icon did not turn solid. Customer performed a test plug procedure and the procedure failed. Transmitter will need to be replaced. No further assistance required.